Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized (B)(6) 2018 due to low blood glucose with blood glucose of 10 mg/dl at the time of the incident. The customer accidentally over delivered insulin and had a car accident during the low incident. The customer was at 200 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.